Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted and replaced after 68 months of implant duration due to battery depletion. The device was returned for laboratory analysis, as dissatisfaction with regard to device longevity was expressed.